Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description of event according to complainant: the patient presented with dvt in the lower extremity. Fluoroscopy imaging was taken and one of the primary legs of the celect filter was noted to have broken off. The patient is not symptomatic and the filter remains in the patient. Patient outcome: it is unknown if any actions will be taken to remove the filter at this time. This information has been requested but not yet provided by the reporter.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigation findings: imaging confirm that a primary filter leg has fractured at its midpoint. Fracture of the wire is a known risk in relation to filter implant reported in the published scientific literature. Lot no and rpn are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others.

Event description:
Description of event according to complainant: the patient presented with dvt in the lower extremity. Fluoroscopy imaging was taken and one of the primary legs of the celect filter was noted to have broken off. The patient is not symptomatic and the filter remains in the patient. Patient outcome: it is unknown if any actions will be taken to remove the filter at this time. This information has been requested but not yet provided by the reporter.